Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they went to adjust therapy settings and a por screen appeared. The patient denied any trauma or falls that could be related to the issue and noted that there were no recent medical tests or emi environmental exposure. The patient was advised to follow up with their healthcare professional (hcp) to have the por cleared. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28 lot# va0v5j9 serial# implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported on (B)(6) 2017 they had their interstim device checked. It was determined that the cause of the por was a "bad battery and too small wires." It was reported that the battery lasted 2 years and it was supposed to last 5-7 years. Patient had their device put in on (B)(6) 2015. The por was reportedly not resolved and they were unhappy and disappointed. No further information reported.